Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation through the obturator site concurrently with cystoscopy and total abdominal hysterectomy with bilateral salpingo oophorectomy due to menorrhagia, dysmenorrhea, anemia secondary to menorrhagia, stress urinary incontinence, high body mass index, and endometriosis. Following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, and dyspareunia. (B)(4) ¿ urinary problems; bowel problems; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).